Event description:
It was reported that the following issue was observed on the device: ¿channel error.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the channel error was caused because the unit had not been updated to the most recent software version. I updated it, and the problem went away. I noticed during a visual inspection that the handle of the syringe pump was cracked, so I replaced both sides of the handle. I ran the pump through all of its pm tests with no issues.¿ reported problem cause description: "software related.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.